Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Reportedly, the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of "high" and a high ketone level; although specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.